Event description:
During cannulation our pa [physician assistant] and surgeon realized there was a hole in the eopa catheter. Eopa catheter was removed from field and a new eopa was opened to the sterile field. Package and catheter were saved.